Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on radius and missing shell. Based on the device analysis the final assessment is: a striated broken on assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against left device. Device has been explanted.